Event description:
The consumer alleges the unit caught fire after he turned the unit off and left the kitchen area. No injury alleged.

Manufacturer narrative:
Photos were received and reviewed. Burn patterns viewed are very unusual and indicate a possible external source. Manufacturer attempting to obtain product for inspection.